Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence on an unknown date. The patient received vaginal packing. Four hours after removal of vaginal packing, severe bleeding from the right suprapubic incision began. Vaginal packing was reinserted immediately, and an ultrasound scan of the lesser pelvis was performed. The ultrasound revealed a blood clot. Bleeding ceased after reinsertion of vaginal packing. On repeated ultrasound scans there was a slight increase in hematoma size and afterward, the size did not change. The patient was discharged on the 4th day after the procedure. At the 6-week check-up, the hematoma size had decreased. Three months after surgery the hematoma was completely resolved, and the patient was continent. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.